Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had depleted multiple batteries rapidly despite no usage. As a result, the power source (battery) could be prematurely depleted which may delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer later advised physio-control that they had provided the wrong device serial number when they reported the device issue. As a result, the following information has been updated: serial number, has been updated to indicate: (B)(4). Device di number, has been updated to indicate: (B)(4). Manufacturing date, has been updated to indicate: 07/07/2017. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Using a test battery, physio-control confirmed that the device would power on, charge and shock during testing. The device was also opened and a visual examination was performed with no discrepancies observed. Physio-control downloaded the device's self-test log for review but did not observe any indication (or history) that batteries were depleting rapidly. Additionally, the downloaded self-test log shows that a 2017 battery had been used in the device until april 10th, 2018, and that the remaining capacity would have shown four bars on the battery indicator. On april 10th, 2018, the battery was changed and a 2009 battery was placed in the device. If a battery is purchased, but not used immediately and placed in a device at a later date, an algorithm in the device will use the battery's manufacturing date to adjust the amount of charge displayed based on the battery's age. It is likely that the 2009 battery used by the customer had been stored previously and that the customer expected it to be fully charged. Instead, the device accounted for the age of the battery when calculating the remaining charge and would have displayed only two bars. This may have appeared as rapid battery depletion to the customer, but is normal device operation. The evidence in the test log shows that no device malfunction occurred and that battery depletion occurred as expected. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had depleted multiple batteries rapidly despite no usage. As a result, the power source (battery) could be prematurely depleted which may delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.